Event description:
The customer's mother reported via phone call that the customer was in the hospital. Customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose at the time of the hospitalization was 1046 mg/dl. Customer had a bent cannula and may be released today. Customer was not wearing the insulin pump at the time of the hospitalization and was off the pump for about 2 hours.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.